Event description:
It was reported that during a standard pump replacement procedure, a thick,1-2 millimeter (mm) hard layer of white, chalky residue was found around the entire pump pocket. The procedure was lengthened by approximately 30 minutes to allow the surgeon to remove the hard, "calcification." Diagnostic testing/troubleshooting included putting a small portion of the hard substance in a bowl of sterile water for approximately 15 minutes to see if it might dissolve but it did not dissolve. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. The cause of the event was unknown. However, it was also later reported that the proximal section of the catheter was removed and replaced. This was done because the existing connection was several years old and the physician felt it was possible that the connection was leaking which may have left a deposit causing the residue. This device system delivered morphine. The patient was currently ¿fine¿ and receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Only the pump was returned for analysis. The pump passed all non-destructive and dispense testing. Bench testing on the outlet port found that with no external forces applied to the outlet port leaking did not occur however; with a slight side load applied the outlet port leaked. Analysis of the o-ring found a flattened area that could possibly promote a leak. In conclusion, the pump had a fluid path leaking outlet port due to a damaged o-ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, partial explant: (B)(6) 2015, product type: catheter. (B)(4).